Event description:
It was noted a patient's device was showing high impedance and x-rays were taken however were reported to be poor quality and thus could not be assessed for fractures per the physician. Device history records were reviewed and the device passed all functional specifications and quality tests and were sterilized prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No further relevant information has been received to date.

Event description:
Information was received that the patient's lead was replaced. The explanted lead has not been received into analysis to date. No further information has been received to date.